Manufacturer narrative:
(B)(4). The device was received for evaluation. The actual homechoice device was evaluated and all functional testing and visual inspection were performed. A review of the event history log revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A review of the service history revealed that previous servicing of the device did not contribute to the reported problem. A review of the device history revealed no nonconformities, rework activities, or first pass test specification failures that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing at the time of death. The date of death was not reported. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Power on self-test was not successfully performed because of low battery and no backlight. The backlight and lead acid battery were replaced and the device passed all check and calibration tests per baxter procedures. A one hour simulated therapy was successfully completed. Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.